Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 1.3 mmol/l (system 1) and 5.0 mmol/l (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.